Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the architect hbsag qualitative ii assay using data gathered from customers worldwide. The median population result for lot 42473fn00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 42473fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive hbsag results on the architect i2000. The customer states repeat reactive and confirmed positive but was then negative when repeated after several weeks. No specific data available or provided. No negative impact to patient management was reported.